Event description:
While wearing the external equipment, the patient reportedly had sound perception problems. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not fully functional. The patient's device was explanted.